Event description:
The facility reported leaking that occurred at the y-junction while infusing tpn during patient use. The pt has been diagnosed with a nosocomial infection and the facility thinks that the infection may be related to the set leaking. The reported incident occurred in the gi unit. No additional information is available at this time.